Event description:
It was reported that during a coronary artery bypass graft and 20 mins on pump, the arterial po2 was 30 on 100% fio2 at a flow of 5 liters. The monolyth oxygenator was changed out and replaced with another monolyth oxygenator. There was no pt injury or harm.